Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented complaining of shorts in their leg caused by the pacemaker. No changes or intervention was reported. The patient condition was unknown.